Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the black screen during a case. A technical support specialist (tss) found errors in the event logs, disabled bluetooth and turned off power saving settings on the universal serial bus (usb) ports. Then, the tss dialed into the device and applied the attached knowledge article (ka) win 10 station crashes because of bluetooth drivers to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es went black during a case. However, there were no delay, adverse events or injuries reported based on this event.